Event description:
Patient called to report adverse reactions to coopervision proclear contact lenses. She stated she has been wearing them for years, but the two most recent boxes she received caused extreme pain in her eyes. She said after a day or two of wearing the lenses, she felt a deep pain in her eyes, had blurred vision and a discharge coming out of her eyes. She stated she had to wear glasses for two weeks. She said she has an allergy to silicone, which is why she wears this brand lenses because they do not contain silicone. She is concerned why she is having such a reaction to these lenses.